Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective x-ray tube. The x-ray tube was removed and replaced and associated components per procedure. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system shut down unexpectedly. Also reported kv on in error codes.